Event description:
A report was received from a user facility in (B)(6) stating: "clogged filter during the phaco. No patient impact. Product requested".

Manufacturer narrative:
Product has not been requested for evaluation, however, it has ot yet been received. Sterilization and lot history records were reviewed and no exceptions were found. This report is related ot the event reported on MDR 1920664-2015-00122.